Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in the calcified, distal right coronary artery (rca). The lesion was predilated with another manufacturer's balloon. The physician attempted to cross the lesion with the liberte monorail stent delivery system, but was unsuccessful. The physician attempted to retract the stent delivery system back into the guide catheter and met resistance. After removal, it was noted that a stent strut was "lifted." The procedure was completed with another liberte' stent. Patient status was listed as "good."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9212698 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.